Event description:
The reporter indicated that there was no response when the power was applied and the switch is physically damaged. There was no pt involved in this event. The date of event is estimated.